Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the implantable cardioverter defibrillator (ICD) header septum fell off of the header and exposing the set screw. The ICD was not implanted and an alternate near at hand was implanted instead on (B)(6) 2023. The patient was discharged.